Event description:
The customer called to report repeated motor error alarms during the rewind. Troubleshooting was performed and the alarms continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and then, alarmed motor error during the rewind, due to an out of phase motor encoder signal.